Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The hearing performance with the device worsened over time the last years. During a checkup of the programming, it was noticed that the in situ measurements were affected on several channels. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The hearing performance with the device worsened over time the last years. During a checkup of the programming, it was noticed that the in situ measurements were affected on several channels. The user has been re-implanted.